Event description:
Medtronic received information regarding a patient who underwent a mechanical thrombectomy on (B)(6) 2022 in which a solitaire stent retriever and react 71 aspiration catheter were used. There was no reported device malfunctions or intra-operative issues. It was reported that a hemorrhagic transformation was identified in the right occipital lobe on a post procedure computerized tomography (CT). The patient did not have any additional hospitalization due to the event. The patient status was noted as recovered/resolved. Additional information was received that the event was not related to the patient index condition/stroke, to an underlying condition, the catheter, or stent retriever. The event was noted as possibly related to the study procedure; mechanical thrombectomy. There was no treatment/action taken. The event was not life-threatening, did not result in disability, and the patient's hospitalization was not prolonged due to the event. Additional information was received that the event resulted in the subject being hospitalized. The clinical events committee (cec) a djudicated the event as casually related to the procedure and the disease under study. The sponsor aligns with cec.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.